Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. During right ventricular (rv) threshold testing, the auto capture algorithm was ran in the vvi mode. The test performed as usual, but upon completion, the implantable cardioverter-defibrillator (ICD) remained in pacing vvi. The permanent programmed setting was dddr. The mode could not be changed with reprogramming or temporary pacing. The session was ended and the device re-interrogated. When interrogation was attempted, the programmer produced an error stating the device could not be interrogated. A separate programmer was used to interrogate the device, and it was found that the device had been reverted to factory/out of the box settings and required full reprogramming. The device was restored to its previously programmed settings. The patient was stable throughout.